Manufacturer narrative:
Abbott field service (fs) performed on-site troubleshooting and didn't observe fluid or fluid backing up from the lower waste manifold. Fs detected a burning smell emitting from the refrigerator with replaceable fan. The refrigerator with replaceable fan was replaced, which resolved the issue. The smoke observed was limited to a small area; damage did not spread to other parts of the instrument. A review of (B)(4) instrument service history revealed no additional issues of smoke reported on or around the date of this complaint. The 2019 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No trends were identified for the issue. Based on the available information, no systemic issue or deficiency of the architect i2000sr, serial number (B)(4) or the refrigerator with replaceable fan, list number 76850-04 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported smoke coming from the architect i2000sr analyzer. The refrigerator unit has been removed from the architect. No injury to user was reported.